Event description:
Event description guidant received information that putting pressure on the pocket of this cardiac resynchronization therapy defibrillator (crt-d) produces varying pacing impedance and noise on the electrogram. A guidant technical services consultant discussed a potential lead fracture versus a loose set screw.